Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported frequent occurrences where the sleeve got wrongly positioned on the irrigation/aspiration tip, became twisted and led to a reduced to nonexistent infusion. As a result reduced chamber stability was observed. Additional information and product sample have been requested.

Manufacturer narrative:
As the customer did not retain the finished goods lot number, device history record (DHR) and lot history could not be reviewed. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. If a sample is returned at a later date, the investigation will be reopened and the sample evaluated. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. (B)(4).